Event description:
The customer observed falsely elevated (B)(6) results for multiple patients, during the time frame of (B)(6) 2015, while using the prism (B)(4) assay. The customer indicated the patient specimens were (B)(6) when tested by the (B)(4). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of product labeling. A clinical specificity testing protocol was executed using lot 46284m500. Testing met the acceptance criteria and determined the product is meeting expected specificity requirements and are performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the abbott prism hiv o plus, list number 3l68, lot 46284m500 was identified.